Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multiple patient receiver (org) had 6 bad receiver cards, which resulted in signal loss for the telemetry transmitters that were being monitored at the central nurse's station (cns). No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the device was not returned for physical evaluation and functional analysis. This device was first installed at the facility in 3/2013. The customer reported that the receiver cards on the org were bad and wanted them replaced. As the device was not returned for evaluation, the root cause cannot be determined. The most likely root cause for this issue is wear and tear due to the age of the device. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: central nurse's station: model #: cns-6801a, serial #: ni. Telemetry transmitters: model #: zm-531pa, serial #: ni. Corrected information: d9 device available for evaluation?: changed "yes" to "no" as the complete org device was not returned for evaluation. Only 6 component parts were returned for exchange, h3 device evaluated by manufacturer?: corrected the fields to reflect the fact that the org was not returned for evaluation.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) had 6 bad receiver cards, which resulted in signal loss for the telemetry transmitters that were being monitored at the central nurse's station (cns). No patient harm was reported

Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) has 6 bad receiver card and caused signal loss on telemetry transmitters being monitored on the central nurse's station (cns). No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the org and was the only provided from the customer: central nurse's station: model: cns-6801a, sn: not provided. Telemetry transmitter: model: zm-531pa, sn: not provided.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) has 6 bad receiver card and caused signal loss on telemetry transmitters being monitored on the central nurse's station (cns). No patient harm reported.